Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer confirmed there was no patient involvement. All other information was unknown: model and serial numbers of the devices used in conjunction with the device at the time of the event (light source, camera head, scope, cables etc.); if the device inspected before use; if the device dropped or came in contact with a hard surface or sharp corner; if there were any error messages, alarms or alert tones associated with this event; and if there were any foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The cut in the cable, allows moisture to infiltrate. The insulator used for the cable deteriorates, thereby electrical deterioration occurs, leading to the failure. The instructions for use includes the following statements which can prevent the cable breakage issue from happening: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection ad testing, there was no image observed for the device. This is attributed to the faulty charge couple device unit. In addition, there was a cut on the cable that caused the device to fail the water leak test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for an unknown procedure, the device yielded no image when connected to the tower. There is no patient involvement and no harm reported to any patient.